Manufacturer narrative:
The tip cover accessory has not been returned for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted partial nephrectomy procedure, the mcs tip cover accessory fell inside the patient's abdomen and was retrieved. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event. Follow-up was attempted. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off in the patient and was retrieved with no harm to the patient. The procedure was completed with no reported injury. 19-mar 2020, intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details regarding the procedure was available.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.